Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the balloon deflated on some surgical towels with other instruments and gauze. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: other (na). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Inguinal hernia repair, while inflating the balloon during a procedure, it only inflated on the one side and not the other. The surgeon manually dissected the rest of the area.